Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Review of event description: it was reported that the patient underwent total shoulder replacement with an anatomical shoulder inverse/reverse system on (B)(6) 2008. Subsequently, the patient underwent revision surgery (only humeral cup and inlay revised) due to dislocation on (B)(6) 2008. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional information has been requested several times but was not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: anatomical shoulder inverse/reverse surgical technique showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: poor clinical outcome, insufficient function, insufficient rom, instability due to insufficient tensioning of joint due to incorrect selection of implants => possible: no information (x-rays, operative notes, devices or their pictures, patient factors and history) was received. Therefore this cannot be excluded. Instability, soft tissue damage, accelerated wear, loosening due to incorrect glenosphere-humeral cup matching (small glenosphere, large cup) => not possible: the compatibility of the glenosphere and humeral cup is given, therefore this can be excluded. Loosening, instability, pain due to fixation (uncemented - micromotion) => possible: no information (x-rays, operative notes, devices or their pictures, patient factors and history) was received. Therefore this cannot be excluded. Osteolysis, loss of function, loosening, instability, pain, implant damage due to notching/impingement of glenoid baseplate into proximal humerus due to malposition of one or more components => possible: no information (x-rays, operative notes, devices or their pictures, patient factors and history) was received. Therefore this cannot be excluded. Loosening, instability, pain due to poor or insufficient bone compromises surgical outcomes => possible: no information (x-rays, operative notes, devices or their pictures, patient factors and history) was received. Therefore this cannot be excluded. Loosening, instability, rom, wear, implant damage due to misalignment of glenoid due to challenging surgical procedure => possible: no information (x-rays, operative notes, devices or their pictures, patient factors and history) was received. Therefore this cannot be excluded. Loosening, potential for soft tissue damage due to instability, implant damage, luxation due to surgeon inserts and prepares glenoid with implant rotated by 180 degrees around medio-lateral axis => possible: no information (x-rays, operative notes, devices or their pictures, patient factors and history) was received. Therefore this cannot be excluded. Conclusion summary: neither x-rays, operatie notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. FDA reference number: mw5070812. Zimmer biomets reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent an initial extremity procedure on (B)(6) 2008 on an unknown side. Subsequently, the patient was revised due to dislocation on (B)(6)2008; only cup and insert were revised.

Manufacturer narrative:
Additional information was received on august 25, 2017 and is filed in this report. Other additional information has been requested and is currently not available. The device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).